Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There was no device malfunction contributing to the patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment from the lifevest. The patient was reportedly at home and unconscious at the time of the event. Ems was called and the patient was taken to the hospital where he later passed away. At 11:23:31, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment was asystole, the post-shock rhythm was asystole with intermittent cardiac activity. From 11:40:35 to 11:54:01, asystole with CPR artifact was detected with a return of spontaneous cardiac activity, sinus rhythm at 70 bpm. At the time of device shut down, the patient's rhythm was sinus tachycardia at 100 bpm with motion artifact. The patient was last seen in a life-sustaining rhythm. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection.